Event description:
Note: the dates of event and procedure are unknown. It was reported to boston scientific corporation in 2006 that a 20 fr push method initial g-tube was used in a procedure (patient age, gender and weight are unknown). According to the complainant, the initial placement of the tube was successful. However, approximately one week after placement, the patient pulled out the tube easily. Medical intervention was required and the patient later underwent surgery.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.